Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation. The device evaluation was completed on 17-jan-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis was performed and reddish material was found under the pebax. The pebax was observed under the microscope and there was evidence of a hole, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The customer complaint was confirmed. The instructions for use states that excessive force must not be applied to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes, it could be related to the procedure. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: open circuit (c0205)/ investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer reported ¿force issue¿. -investigation findings: mechanical problem identified (c07)/ investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿foreign material inside the pebax with external damage¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially a sensor error; loss of pressure information was reported. No patient consequence was reported. Additional information was received specifying that the issue was the force sensor failed. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 17-jan-2023, reddish material was found under the pebax. The pebax was observed on the microscope and it was found that there was evidence of a hole, stress marks and mechanical damage on the surface of the pebax. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 17-jan-2023.